Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information in alleging a patient developed lung and respiratory tract infections related to a CPAP device's sound abatement foam. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no error was observed. The manufacturer concludes that they could not confirm the customer's allegation and no visible foam degradation was observed in the device. Section d8, d9, h2, h3 and h6 has been updated.

Manufacturer narrative:
The manufacturer previously submitted with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of lung and respiratory tract infections related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung and respiratory tract infections. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.